Event description:
Impella cp with smartassist heart pump failed to purge and detect on console. Trouble shooting was unable to improve equipment malfunction. Representative was consulted as well as the 1-800 number. We were advised to open a new box and start over.